Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: <n/a. The inpen injection screw and dose nut are rotating together when dispensing and retracting occurs. This is due to broken encoder bond at the injection nut. Unable to perform functional testing due to this issue.

Event description:
The customer reported via phone call that screw of their insulin pen was retracting instead of going forward. The customer's blood glucose was 300 mg/dl. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.